Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low lead impedance was confirmed in the laboratory and was due to inner insulation damage. The cause of the inner insulation damage was overtorque of the inner coil during the surgical procedure.

Event description:
It was reported that the lead exhibited low out of range impedance. The lead was removed and replaced.